Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of customer's low blood glucose levels. The customer's blood glucose level at the time of incident was 31mg/dl. The customer treated with orange juice. The customer declined to treat for the low blood glucose levels.